Event description:
It was reported that this right ventricular (rv) lead was placed in the left bundle branch (lbb), but subsequently frayed and could not be removed. This lead was surgically abandoned and replaced with a new rv lead in the lbb. No additional adverse patient effects were reported.